Event description:
On 11/16/1998 the international distributor informed the MFR via a faxed report of the following: swelling was noted around the device on routine heparin locking. Portagram showed leak of fluid. The device was exchanged. No further details were provided.